Event description:
Reporter alleged blood glucose reading was 225 mg/dl back to back with a result of 520 mg/dl performed within 10 minutes afterwards. It was reported customer did have difficulty obtaining blood. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.